Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing a recent (B)(6) 2017 transmission, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes. It was noted to be not a lead noise problem or t wave oversensing but that all the r waves did not get sensed. The patient was brought in clinic and the device was programmed. No patient symptoms were reported.